Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter for analysis. The medial luer hub was separated and not returned. Visual analysis revealed that the medial luer hub separated from its extension line. The point of separation cannot be determined without the medial luer hub returned for analysis. The medial extension line separation point appeared rough and jagged. The inner diameter of the extension line within the luer hub measured 1.4986mm, which is within the specification limits of 1.42mm - 1.50mm per the distal extension line graphic. Functional inspection could not be performed as the rest of the catheter was not returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial luer hub separated from the extension line. The medial luer hub was not returned for analysis. A device history record review was performed based on sales history with no relevant findings. Without the complete sample returned for analysis, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During the procedure, the physician found the medial port was separated. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
During the procedure, the physician found the medial port was separated. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).